Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas); increased blood glucose values [blood glucose increased]; crack in cartridge holder [device breakage]; possibly leaking cartridge [device leakage]; due to the breakage of the cartridge holder, injection was not possible [device failure]; dosage inaccurate [incorrect dose administered by device]; used dialling clicks to estimate the dose [wrong technique in device usage process]; used an already used needle and left the needle attached to the pen in between injections [wrong technique in device usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a pharmacist as "increased blood glucose values" beginning on (B)(6) 2018, "crack in cartridge holder" with an unspecified onset date, "possibly leaking cartridge" with an unspecified onset date, "due to the breakage of the cartridge holder, injection was not possible" with an unspecified onset date ,"dosage inaccurate" with an unspecified onset. Date, "used dialling clicks to estimate the dose" with an unspecified onset date, "used an already used needle and left the needle attached to the pen in between injections" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novopen echo (insulin delivery device) from (B)(6) 2016 due to diabetes mellitus. Patient's height, weight and body mass index were not reported. Medical history includes diabetes mellitus since 2016 (type not reported) and whipple surgery. On (B)(6) 2018, the patient experienced increased blood glucose values (more than 500 mg/dl up to 600 mg/dl) during use of novopen echo. It was reported that the cartridge holder was cracked with a leaking cartridge and injection was not possible. It was reported that the patient was the user and there were no changes in diet and physical exercise. It was reported that the cartridge holder was detached from the pen body during use and the insulin was stored at room temperature. The patient had not changed from another novopen to the current novopen echo. The patient reported that he used an already used needle and left the needle attached to the pen in between injections. The patient used dialling clicks to estimate the dose and attached the needle to the pen in a 180 degree angle. The patient ordered a new pen in pharmacy. Patient was trained in the use of device. Batch number of novopen echo was available. Action taken to novopen echo was reported as product discontinued due to adverse event (ae). On (B)(6)2018 the outcome for the event "increased blood glucose values" was recovered. The outcome for the event "crack in cartridge holder" was not reported. The outcome for the event "possibly leaking cartridge" was not reported. The outcome for the event "due to the breakage of the cartridge holder, injection was not possible" was not reported. The outcome for the event "dosage inaccurate" was not reported. The outcome for the event "used dialling clicks to estimate the dose" was not reported. The outcome for the event "used an already used needle and left the needle attached to the pen in between injections" was not reported. Investigation results product name: novopen echo® batch evg5964-1 the electronic register was checked. No remarks. A visual examination of the returned product was performed. Both snap connections on the cartridge holder are broken off and it is impossible to mount the cartridge holder on the pen. Not possible to test the pen with cartridge and needle as the cartridge holder is damaged. Consequently, the pen cannot be used. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. The fault is caused by an error in novo nordisk a/s. Manufacturer's comment: the patient experienced an increased blood glucose values while using a novopen echo pen with a broken cartridge holder. The suspected novopen echo were encompassed by the fsca related to the cartridge holder design which was conducted in q2 2017 and it cannot be excluded that the suspected pen could have contributed to the experienced increased blood glucose. However, it is mentioned in the case that the patient leaves the needle attached in between injections, re-uses the pen needles and uses the pen clicks to estimate dose, all these three factors could contribute to the patient experiencing the increased blood glucose". In the safety and com novo nordisk has identified 4 cases similar to case (B)(4) all related to the fsca conducted in q2 2017. Evaluation summary investigation results product name: novopen echo® batch evg5964-1 the electronic register was checked. No remarks. A visual examination of the returned product was performed. Both snap connections on the cartridge holder are broken off and it is impossible to mount the cartridge holder on the pen. Not possible to test the pen with cartridge and needle as the cartridge holder is damaged. Consequently the pen cannot be used. During development of the fault on the cartridge holder starting with a crack and to the state that the cartridge holder was in during our examination, it cannot be ruled out that the dosage accuracy was affected at a time during use. If the patient does not observe that the cartridge holder is damaged there is a risk that he/she will not receive the intended dose and experience hyperglycaemia. The fault is caused by an error in novo nordisk a/s.